Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb knife was unable to be pushed back into position after 3rd vein side branch was ligated. The covering of flexible forceps separated at the joint which exposed the cable. Harvester used a new set and managed to do 3x side branch ligation before the bisector knife "locked" and was unable to be push forward. The black covering also became separated as he withdrew the bisector to change to another bisector. Harvester managed to proceed with evh procedure with no further incidents. No device available to be sent back as o.t. Staff disposed of bisector forceps. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb knife was unable to be pushed back into position after 3rd vein side branch was ligated. The covering of flexible forceps separated at the joint which exposed the cable. Harvester used a new set and managed to do 3x side branch ligation before the bisector knife "locked" and was unable to be push forward. The black covering also became separated as he withdrew the bisector to change to another bisector. Harvester managed to proceed with evh procedure with no further incidents. No device available to be sent back as o.t. Staff disposed of bisector forceps. The hospital did not report any patient effects.